Event description:
The customer reported that the insulin pump alarmed button error and failed battery test. The insulin pump got damp in a rainstorm. Customer's blood glucose level was in between 100 mg/dl and 140 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm. The currents are within specification and no unexpected failed battery. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.